Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving clonidine (700mcg/ml), compounded morphine (29 .0mg/ml), and ropivacaine (2.0mg/ml) via an implanted infusion pump. The daily doses were unknown. The indications for use included non-malignant pain and chronic low back pain. The patient had reportedly been disabled for 27 years, and had broken many toes in several places prior to pump implant. The patient got the pump because she could not walk. The patient reportedly could not walk at night and her feet hurt so bad on the bottoms that it was through the roof. On (B)(6) 2017, the patient thought she was losing the feeling in her legs from nerve damage because of calcification and radiculopathy. The patient recently underwent magnetic resonance imaging (MRI) for this, and was to have another MRI with contrast. Additional medical history included laryngitis and sleep apnea, and the patient needed to sleep with a CPAP which dried her mouth out at night. The patient reportedly tried a mouth guard the past two nights. The patient had a spinal fusion including 2 or 3 fused vertebrae in her lumbar spine in 1990, and another fusion of 5 vertebrae in her cervical spine in 2003 or 2004. It was reported that "last week the week before" (it was later clarified that the event began between (B)(6) 2017), the patient had her last appointment and ran out of medication. The patient reportedly heard an alarm, but thought it was her watch alarm. The pump reportedly helped the patient's pain, and the patient found out when the pump ran out of medication. It was noted that the patient was not on any narcotics, but had been going to every doctor asking for pain pills for her feet. It was further specified that "they all say no." The patient requested information on personal therapy manager (ptm) use. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported they lost feeling in their legs. The patient reported they went to get up out of their chair and the could not feel their right leg. The patient went to take a step and they put their foot down and their leg wouldn't lift up which caused them to fall and break multiple toes in multiple places. The patient reported that they have severe pain in their feet from their neuropathy that is off the charts. The pain predated the pump. The patient reported they had been asking for oral meds for breakthrough pain. The caller ran out of medicine in the pump and got it refilled because they realized how much it helps. The caller reported they can't see because their eyes are bad and they didn't have their glasses. No further complications were anticipated/reported.